Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6), 2011. Subsequently, a revision procedure was performed on (B)(6), 2011 to remove and replace the glenoid components. The glenoid side of the construct had subsided and the glenoid baseplate shifted superiorly. The baseplate implanted during the revision was placed more inferior and retroverted.